Event description:
Caller states that she tested at 239mg/dl and called the paramedics who tested her at 80mg/dl on their device. She reports they took her to the hospital where she remained for 3 days. She notes that she did not receive any treatment for diabetes while at the hospital. No quality controls were used. Requested return of suspect device and replacement was sent.